Manufacturer narrative:
Beckman coulter ( bec) field service engineer ( fse ) properly secured the loose wire and crimped the lugs to resolve the issue. Fse continued with the analyzer installation without issue. No further issues were reported. (B)(4).

Event description:
Beckman coulter (bec) field service engineer (fse) reported a potential electrical hazard on the au5800 clinical chemistry analyzer being installed at a customer site. Fse stated that during the installation of an au5800, it was found that the power cord connection to the analyzer was loose; lugs and copper wiring were not secured. Fse stated that there was electrical power to the analyzer when the exposed wires were identified. No injuries are associated with this event. No erroneous results are associated with this event. No exposure to the operator was reported.